Event description:
It was reported that the dial clamp was found broken before use.

Manufacturer narrative:
The reported event was confirmed as manufacturing related due to misassembly, since the component was missing from an enclosed space without visible damage. The visual evaluation of the returned sample noted one opened (without original packaging) iap system. When the dial clamp was set to the close position around the in house drain bag tubing, the bag did not close off the drainage tubing and did not come into contact with the tube. When the clamp was opened to reveal the parts within, it was observed that the lever was missing. No additional visual defects were present to indicate possible breakage. The lever not being assembled with the top housing was considered out of specification. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: "device description: the bard® intra-abdominal pressure monitoring device is composed of a tubing set used for infusing fluid into the urinary bladder through the foley catheter sampling port. It utilizes a clamping device to occlude the urinary drainage tubing to form a fluid column through which pressure is measured. Important: the bard® intra-abdominal pressure monitoring device does not include a saline bag, pressure transducer or monitoring system. It adapts to the saline bag, pressure transducer and monitoring system used in your ICU. The bard® intra-abdominal pressure monitoring device must be replaced at the time the urinary catheter and/or urinary drainage tubing is replaced. The bard® intra-abdominal pressure monitoring device is for use with bard® foley trays with ez-lok® sampling port. Contraindications ¿ not for use on pediatric patients ¿ not for use on patients with compromised bladder function warnings ¿ use only saline for pressure measurement. ¿ ensure tubing fluid path is primed so there are no air bubbles. ¿ ensure the iap sampling port is seated tightly to the catheter drainage tubing sampling port prior to use. Precautions ¿ single use only ¿ federal (u.s.a.) Law restricts this device to sale by or on the order of a physician. ¿ not made with natural rubber latex ¿ sterile unless package is opened or damaged, except for any individually packaged components within the tray which are not labeled as sterile. These components are not terminally sterilized. ¿ this is a single use device. Do not resterilize any portion of this device. Reuse and/or repackaging may create a risk of patient or user infection, compromise the structural integrity and/or essential material and design characteristics of the device, which may lead to device failure, and/or lead to injury, illness or death of the patient. Sterile contents: ¿ 30 cc syringe ¿ infusion and pressure transducer tubing ¿ saline bag spike & cap ¿ zeroing stopcock ¿ dead-end transducer cap ¿ proprietary drain tube clamp ¿ valve port ¿ check valves for controlling and directing flow ¿ statlock® foley device kit ¿ synthetic gloves ¿ instructions for use step 1: assembling/mounting the bard® intra-abdominal pressure monitoring device 1. Hang a bag of sterile saline on an IV pole. A pressure cuff is not required. 2. Open the bard® intra-abdominal pressure monitoring device tray. 3. Don gloves. 4. Mount the statlock® foley stabilization device on the patient per the enclosed instructions. 5. Open a pressure transducer kit (not included) in sterile fashion and place contents onto the open bard® intra-abdominal pressure monitoring device tray. Note: the bard® intra-abdominal pressure monitoring device adapts to the pressure transducer used in your ICU. Many pressure transducer variations exist, all which are compatible with the bard® intra-abdominal pressure monitoring device. Although a flush device is not required, the bard® intra-abdominal pressure monitoring device can be used with one. Option 2 below is available because many flush devices are permanent or difficult to disconnect from the transducer. Option 1: remove all attachments from the transducer (flush device, drip chamber, truing stopcocks, etc.) Until the transducer has only luer connections. Option 2: leave flush device and/or stopcock attached. Be sure the flush device is attached distally and capped at the end. 6. Grasp the coiled tubing and remove entire assembly from the tray. 7. Verify all tubing connections are secure. 8. Remove the protective cap from the saline spike and insert the spike into the saline bag. 9. Place the syringe on the bed or hang the syringe from the IV pole. 10. Connect the transducer to the end of the tubing labeled ¿transducer¿ using the provided stopcock as needed depending on the transducer assembly available. 11. Cap the opposite end of the transducer (figures 1 & 2) or flush device. 12. Mount the drainage tubing on the clamp. 13. Decide whether the pressure transducer will be mounted on the pole or the patient."

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the dial clamp was found broken before use.